Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos and gpos single board computers. System operates as intended.

Event description:
The customer reported the system takes several attempts to boot up before it completes boot up correctly. No pt injury was reported.